Event description:
A surgeon reported, a patient with a myopic surprise with induced astigmatism following intraocular lens (iol) implant surgery. In a follow-up, the surgical coordinator stated that the surgeon does not blame the lens. She also reported that the lens rotated; however, the surgeon does not plan on doing an iol rotation or exchange. At a later follow-up, the coordinator stated that the patient's vision is improving and the patient is doing well. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/01/2010, 09/07/2010, 09/17/2010 by phone, fax, and mail. Additional information was obtained by phone. A completed questionnaire has not been received. (B)(4).